Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter caused a perforation during an attempt to cannulate the coronary sinus, resulting in a trace left pleural effusion. The patient remained hemodynamically stable. The heart appeared mildly enlarged and with suspect chest tube on an x-ray a few days post-implant attempt. The patient later received an epicardial left ventricular (lv) lead. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.